Event description:
Related manufacturer reference number: 2017865-2021-35438. It was reported that a patient's right atrial (ra) lead exhibited low and out-of-range pacing impedance. Noise was also noted on the patient's ra lead and implantable cardiac defibrillator (ICD). Programming changes were made to restore normal parameters. There were no patient consequences.